Event description:
It was reported that the site's suspicion for a driveline fracture was low but submitted log files due to damage to the driveline. The log file captured intermittent low flow alarms all throughout the log. The log also captured backup battery fault alarms all throughout the log. In addition, there was no evidence of any type of percutaneous lead conductor issue in the log file. The tears to the percutaneous lead outer jacket were cosmetic only it was recommended that rescue tape be applied to the outer jacket of the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of low flow events; however, a specific cause for the low flows could not conclusively be determined through this evaluation. Superficial driveline damage could not be confirmed as the driveline was not available for investigation and no photos of the reported damage were submitted; a specific cause for the reported damage could not be conclusively determined through this evaluation. A review of the submitted log file from 21mar2021 through 09apr2021 found that the pump maintained a stable speed above the low speed limit without issue. Several low flow hazard events were captured on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. The system appeared to be operating as intended. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on vad-57327 with no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 "introduction" of this document provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 6 of the IFU also discusses damage due to wear and fatigue of the driveline. This section contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Heartmate ii lvas patient handbook, rev. C, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for vad-57327 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline, (B)(6), were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.